Event description:
The manufacturer received a voluntary medwatch (mw5103221) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chronic post nasal drip, chronic coughing, chronic sinus infections, nasal crusting due to infection of nose. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5103221) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chronic postnasal drip, chronic coughing, chronic sinus infections, nasal crusting due to infection of nose. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report.